Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-oct-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24168.

Event description:
Na.

Event description:
On 25-sep-2024, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a descrepant result on a 42 year female patient with shortness of breath. There was no patient information. Return product is not available for investigation. Method date collected tested result sample I-stat (B)(6) 2024 19:53 20:04 0.17 ng/ml plasma at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.